Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to system explant due to not needing device. During procedure, the atrial lead could not be removed by simple traction and the tip got separated from lead body. On (B)(6) 2020 the atrial lead was removed via laser extraction. There were no patient complications.